Event description:
It was reported that the patient had episodes of atrial arrhythmia. The implantable cardioverter defibrillator (ICD) classified episode as supra ventricular tachycardia (svt) and it withheld therapy inappropriately. The device withheld therapy per device programming for a rhythm the clinician wanted treated. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(6) 2007. (B)(4).